Event description:
It was reported that no notable events occurred prior to the malfunction, and malf 12 was displayed on the device. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to provide pump reset information upon patient follow-up since the customer did not have charging supplies at the time of the call.